Event description:
Information received from medtronic indicates that, customer experience high blood glucose and they stated insulin pump had keypad anamoly. The blood glucose value at the time of the incident is 500mg/dl. Blood glucose current value is 272mg/dl.  Troubleshooting was performed.  No information on that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.